Event description:
Pt is a 45 yr old male with multiple med problems. Port-a-cath in left sublacvian was noted to be infected. As pt has no peripheral venous access other than pac, excision of pac and placement of quad-lumen central venous line was performed. Procedure was successful, with no complications noted.